Event description:
It was reported that a pump had a no disposable pump won't run alarm. The patient was assisted to silence the alarm and pump settings were reviewed. Medication was verified and the patient has an appointment to have the pump removed. The patient was instructed to power the pump off, clamp tubing and to remove the cassette. The patient stated air bubbles were present in the tubing cassette. The patient was instructed to massage the tubing and gently to tap the cassette on a hard surface. Cassette was reattached, tubing was unclamped, and pump was powered on. The pump was attempted to be restarted but alarm returned. The pump was powered off and troubleshooting steps were repeated but pump alarm persisted. The patient was instructed to clamp tubing closed to the port. The patient was advised to call the clinic for further instructions and to explain that medication was stopped due to the pump alarm. The patient verbalized understanding. The patient is to call the hotline if they have future concerns or needs. Returned goods authorization was placed on the pump. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6: event problem and evaluation codes: updates not required. Device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. No lot number was provided; therefore, device history review could not be performed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available.